Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They were not able to flush or withdraw blood. After getting transeptal access, they were unable to withdraw blood from the sheath. The sheath was removed from the patient and it was not able to be flushed. The sheath was exchanged and the issue was resolved, the case was completed. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not dislodge outside the hub. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. No patient consequences were reported. Inadequate irrigation is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They were not able to flush or withdraw blood. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The issue reported by the customer regarding flush could be related to the hemostatic valve separation since when flushed with the syringe, the water comes out of the hub. A device history record evaluation was performed for the finished device number 50000158 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).